Event description:
Caller alleged discrepant results using the inratio meter: results as follows: date: (B)(6) 2011, inratio: 1.3, re-test: 1.4, lab: 3.7 (30 minutes later). Patient self tester.

Manufacturer narrative:
Investigation pending.